Event description:
Healthcare professional reported capsular contracture baker grade iii/IV against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified two curved openings and flat creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified two openings striated and nick striated. Based on the device analysis the final assessment is: -two openings striated in the side radius assessed as surgical damage. -nicks striated assessed as surgical tool scratch like.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported capsular contracture baker grade iii/IV against left device. The device remains implanted.